Manufacturer narrative:
(B)(4). Batch # r5a33a. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60d partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in both articulated positions by resetting and reloading it into the device. An additional was tested in the straight position. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape no articulation issue were noted during device testing. Event could not be confirmed as the device opened, closed and articulated without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When did the issue occur (prior to use, during loading/unloading the device, in the operative field, etc.)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was the device able to be straightened (articulation released/returned to 0 degrees)?

Event description:
It was reported that at the opening of the forceps the joint was twisted. Attempt to place the cartridge to close and manipulate the device by the surgeon. When closing the clamp, was blocked; impossibility to reopen it and use it. No patient consequence.